Event description:
It was reported that the patient presented in clinic post implant procedure. Upon interrogation, the right ventricle lead had been dislodged, and it was confirmed by x-ray imaging. The lead was explanted and replaced. The patient was in stable condition.

Manufacturer narrative:
The reported event was dislodgment. Final analysis found that as received, a complete lead was returned for analysis. Visual examination of the lead found the helix extended, which meets product specification, and clogged with blood / tissue. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual inspection of the lead did not find any anomalies with the exception of procedural damage.